Manufacturer narrative:
B5: information added.

Event description:
This patient was a part of a clinical study. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx pro closure device was implanted. At an unknown date post index procedure, the patient died. The cause of death remains unknown. It was further reported that the size of watchman flx pro closure device was 27mm in size. The patient died ten (10) days post index procedure, and cause remains unknown. It was further reported the patient died of unspecified natural causes.

Event description:
This patient was a part of a clinical study. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx pro closure device was implanted. At an unknown date post index procedure, the patient died. The cause of death remains unknown. It was further reported that the size of watchman flx pro closure device was 27mm in size. The patient died ten (10) days post index procedure, and cause remains unknown. It was further reported the patient died of unspecified natural causes.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036907588. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include death. Risk review: a risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B5: information added. D4: device information all updated. D6a: implant date added.

Event description:
This patient was a part of a clinical study. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx pro closure device was implanted. At an unknown date post index procedure, the patient died. The cause of death remains unknown. It was further reported that the size of watchman flx pro closure device was 27mm in size. The patient died ten (10) days post index procedure, and cause remains unknown.

Event description:
This patient was a part of a clinical study. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx pro closure device was implanted. At an unknown date post index procedure, the patient died. The cause of death remains unknown.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.